Event description:
The user facility reports one incident of a separation between the main arterial tubing and the pump segment connector. The patient's blood was not returned resulting in ebl = 300cc. No patient injury or need or medical intervention is reported. The complaint sample has been returned and investigation is pending. This report is being filed as an adverse event solely to comply with the FDA's blood loss policy.

Manufacturer narrative:
Investigation is pending at the time of submitting initial MDR. A follow up MDR will be filed when investigation is complete.